Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Giannoudis, p.v., et al (2001) removal of the retained fragment of broken solid nails by the intra-medullary route. Injury, int. J. Care injured 32:407-410. This report is for unknown femoral nail, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: giannoudis, p.v., et al (2001) removal of the retained fragment of broken solid nails by the intra-medullary route. Injury, int. J. Care injured 32:407-410. Two cases of hardware failure were presented of a solid femoral nail and a solid tibial nail. Case 1 included a (B)(6) male with an ununited fracture of the femur associated with deep bone sepsis. The non-union was treated by exchange nailing (reaming was performed to 13mm and a 12mm solid ao (synthes) femoral nail. Case 2 included a (B)(6) male with fracture that was stabilised with an 8mm ao (synthes) unreamed solid tibial nail. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4). This report is for unknown femoral nail and refers to the following complications: (B)(6) male experienced a non-union, pain, breakage of solid femoral nail requiring revision surgery.